Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2022, the zip bands did not fit properly in sternum closure. No surgical delay or patient consequence. Procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sternal zipfix cable tie w/needle peek 5 had no signs of cosmetic defects. Only two (2) zips was returned from the pack of five(5). The returned devices were unused and with the needle still attached. A dimensional inspection was performed for the sternal zipfix cable tie w/needle peek 5 and met specifications. A functional test was performed, the needle was cut, the strap was passed through the head of the cable tie, however it would not lock, the device remained loose and was not tight at all. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the sternal zipfix cable tie w/needle peek 5 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, conforming dimensional inspection: conforms device history part #: 08.501.001.05s. Lot #: 63p3735. Manufacturing site: (B)(4). Release to warehouse date:15 january 2021. Expiry date: 01 october 2025. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.